Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a battery-out alarm on their insulin pump even after replacing the batteries with new ones. The patient's blood glucose level was at 231 mg/dl. The customer stated the battery-out alarm happened right before the pump died. The customer was informed that this is normal pump behavior and that their insulin pump works as designed. The customer was advised to monitor the pump for any future issues. No further information was provided